Event description:
It was reported that the right atrial (ra) lead had high impedance and a confirmed fracture. The lead was capped and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) administered inappropriate shocks. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).